Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 3ml ll 200 s/c experienced 7 cases of leakage, and 2 cases of a plunger that was loose/fell out. The following information was provided by the iniital reporter: material no: 309657 batch no: unknown (reported 200502 which is not valid for any bd products) caller reported leaked from syringe and needle even though connected tight and 2-3 plungers loose, since january did issue cause any injury? - no. Did customer require medical intervention? - nored."